Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok, up and down arrow keypad buttons were unresponsive. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: no damage was found to keypad. All buttons responded to presses appropriately. The keypad removed; no damage was found to the button contacts. Pump leaks at crack in the case. The pump was opened; moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .